Manufacturer narrative:
H3: hardware analysis was completed on the returned instrument. It was found that the tip was bent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that a tip bending occurred while using the tactile awl. Another tactile awl was used to complete the procedure. There was no reported delay, and no patient impact. Additional information was received. It was reported that the damage was thought to be due to deterioration over time.